Event description:
It was reported that when using the bd pyxis medstation system drawer 4.2 failed and required maintenance. The malfunction occurred when a nurse tried to pull medications from drawer 4.2, without causing any delay or harm to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer removed the drawer, cleaned the magnet, inspected the sensor, and reseated all components to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.